Manufacturer narrative:
Initial reporter addr 1: (B)(6). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that while a post operation open heart surgery patient was receiving three vasopressor medications, the pump modules and pcu's that were being used were alarming. Additional pump modules and pcu's were attempted however were also alarming. There is no further details on which device had which alarm. The alarms reported were ail in line, channel error, system error and communication error. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that while a post operation open heart surgery patient was receiving three vasopressor medications, the pump modules and pcu's that were being used were alarming. Additional pump modules and pcu's were attempted however were also alarming. There is no further details on which device had which alarm. The alarms reported were ail in line, channel error, system error and communication error. There was patient involvement but no harm.